Manufacturer narrative:
Batch review performed on 22 december 2025: stem: masterloc 01.39.010 masterloc cementless mectagrip stem std size10 (k151531) lot 2347003: (B)(4) items manufactured and released on 08-apr-2024. Expiration date: 2029-mar-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 2526600: (B)(4) items manufactured and released on 14-oct-2025. Expiration date: 2030-oct-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient underwent a primary hip arthroplasty on (B)(6) 2025. Post-op x-rays identified a leg length discrepancy, with the left leg longer than the right. On the same date, the surgeon performed a revision and revised the head from a 36 mm m to a 36 mm s and revised the masterloc stem from size 10 to size 8. The surgery was completed successfully.